Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator (s-ICD) replacement procedure, standard defibrillation threshold testing (dft) was performed. However, following the induced arrhythmia and subsequent attempted shock delivery, a red alert was received indicating that the impedance measurement for the delivered shock was low, and out-of-range at 1 ohm. Additionally, it was alleged that there was under-sensing of the ventricular tachycardia (vt). A second shock was delivered by the device, but the vt was unable to be converted. The r-wave amplitude measurements were also noted to be small. An external shock was required to convert the patient back to a normal sinus rhythm. This information was provided to boston scientific technical services, and it was strongly recommended to explant the new s-ICD device and the electrode in situ. The physician subsequently surgically explanted and replaced the entire s-ICD system to resolve the event and no additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The complete lead was returned intact. Continuity testing was performed and measurements throughout this test were within normal limits. The observed device damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator (s-ICD) replacement procedure, standard defibrillation threshold testing (dft) was performed. However, following the induced arrhythmia and subsequent attempted shock delivery, a red alert was received indicating that the impedance measurement for the delivered shock was low, and out-of-range at 1 ohm. Additionally, it was alleged that there was under-sensing of the ventricular tachycardia (vt). A second shock was delivered by the device, but the vt was unable to be converted. The r-wave amplitude measurements were also noted to be small. An external shock was required to convert the patient back to a normal sinus rhythm. This information was provided to boston scientific technical services, and it was strongly recommended to explant the new s-ICD device and the electrode in situ. The physician subsequently surgically explanted and replaced the entire s-ICD system to resolve the event and no additional adverse patient effects were reported.